Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the subject device was manufactured prior to the design change of the power switch, probable cause for the power switch failure could be related to the operating force applied to the power switch and the number of times activated, which exceeded expectations. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power switch did not remain depressed when pushed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the unit powered on only if holding the button depressed; when released, the unit would shut off. The problem, as reported to olympus, was identified on preparation for use. The intended procedure was completed without delay using a different device. There was no patient injury that occurred associated with the event.